Event description:
Event description guidant received information that eight weeks following the implant procedure, this device was noted to have reached the elective replacement indicator (eri) one week after implant. The device memory on disk was reviewed by a guidant engineer and found 5083 memory resets had occurred. The device was explanted as recommended by technical services, replaced and returned to guidant for analysis.